Event description:
It was reported that the right ventricular (rv) lead experienced high thresholds. It was further reported that ventricular high rate (vhr) episodes were noted, possibly due to oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).